Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone15.5 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a patient sought medical attention while wearing a pod on the right side of the rib cage for approximately 36 to 48 hours, which was in use at the time of the medical event. The patient reported that blood glucose levels were increasing and not decreasing despite delivery of bolus insulin. The patient experienced vomiting and presented for medical evaluation on the same date. Blood glucose levels were reported to be above 500 mg/dl. The diagnosis at the time of medical attention was hyperglycemia. The patient received treatment consisting of intravenous fluids, an intravenous insulin drip, and bloodwork. The duration of the medical visit was approximately 8 hours, and the patient was discharged on the same day.